Manufacturer narrative:
The insulin pump alarmed compromised force sensor during basic occlusion test due to loose/protruded drive support disk. Analysis was unable to confirm motor error alarm due to compromised force sensor alarm. Motor was tested outside the device and passed. The pump was received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, broken reservoir tube lip, broken belt clip slot and broken battery tube threads.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 170mg/dl at the time of the incident. The customer stated that the insulin pump . The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.